Event description:
Caller reported a malfunction on pump, but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support assisted caller with resetting pump, and malfunction code did not recur after reset. Customer was advised to continue using pump and call back if issue reoccurs.